Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2010 to treat menorrhagia, fibroid uterus and genuine stress incontinence with concurrent hysterectomy (lsh). It was also reported that following insertion the patient experienced pain, urinary/bowel problems, bloating, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that the patient underwent mesh removal on (B)(6) 2014 due to obstructive voiding and vaginal pain, from prior mesh sling, sui, urinary urgency and frequency. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure sometime in (B)(6) 2010 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.